Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hospital follow up, the left ventricular lead exhibited high thresholds. X-ray confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was in good condition.